Manufacturer narrative:
B3: day of event is unknown, year and month are known. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported from an user facility mandatory medsun (# (B)(4), that a staff seeing black smoke come from pumps, they unplugged the pump from wall outlet. Smoke continued and then staff saw visible flames. An emergency department team member utilized fire extinguisher on the equipment. One infusion pump with one infusion channel and one syringe pump were in the room; emergency department staff confirmed the equipment setup was that the alaris infusion pump was mounted on the stretcher IV pole via a pole clamp. The syringe pump was sitting on top of the infusion pump, not secured to the IV pole via its own pole clamp, which leaves space between the pumps. Devices were not in active patient use at the time of incident.

Manufacturer narrative:
The previous report was unintentionally blank, h10 - was updated to show the related report number.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2025-04384. Please reference file mrn 3012307300-2025-02948 for all details pertinent to this event.